Event description:
When the IV was inserted on antecubital it met resistance and could not be threaded into the vein. The user hit the button on the unit and only half the catheter came out and the rest remained in the patient's arm. An x-ray revealed insubq tissue, not vein. The retrieval process was successful.